Manufacturer narrative:
Results: cracked footboard modules.

Event description:
It was reported by service report that the footboard modules are broken with popped-out modules. There was patient involvement. However, no adverse consequences were reported.